Manufacturer narrative:
The device was returned and evaluated and the customers allegation was confirmed based on the finding of a b30 communication error. There were curved rubber scratches, the curved rubber adhesive was missing, watertightness was not maintained due to holes in the video cable, scratches were found on the video cable, dirt that was difficult to remove was found on the hard tube, and the label on the video connector had come off. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was a communication error while using the endoeye flex deflectable videoscope. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide corrected information provided by the device evaluation: the reported phenomenon was not confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was caused by a defective image sensor unit, failure of the internal circuit board of video connector, or the system caused the event. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.